Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to a product performance anomaly. Other than the surgical procedure, no additional adverse effects were reported.